Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
Zoll personnel visited the customer site and tested the zoll loaner autopulse platform (sn (B)(6)). During the testing, the drive shaft was noted to be stuck and not rotating. No patient involvement.